Manufacturer narrative:
Concomitant medical product: product ID: ddmb1d1 ICD, date of implant: (B)(6) 2017, evproplus-29us transcatheter valve, date of implant: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings triggered due to high/undefined pacing impedance, and high/ undefined right ventricular (rv) coil and superior vena cava (svc) coil impedance. The patient experienced shortness of breath and a heart rate in the 140s. The right ventricular (rv) lead detections were programmed off, and the lead remains in use. No further patient complications have been reported as a result of this event.